Event description:
It was reported to covidien on 05/06/09 that a customer had an issue with a hemodialysis catheter. The customer states the adapter cracked and the catheter had to be replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.